Manufacturer narrative:
Customer communication (B)(4) addresses the issue of crrs(3) assays reporting negative interpretation, when the images appear visually positive.

Event description:
On (B)(6) 2014, a customer reported an unexpected negative antibody screen when testing a patient sample on the galileo echo.